Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose value of over 600 mg/dl. The customer treated with the pump. The customer also experienced low reading of 65 mg/dl and treated with food. The customer reported drive support cap to appear normal. The customer performed displacement test and the pump passed. The insulin pump will not be returned for analysis.